Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the screws holding the slide door cable were bent from high levels of force on the wire. The representative then returned to the facility and replaced the sliders and holding screws. Additionally, the turnbuckle rod and door switch on the imaging system were replaced. Following the hardware component replacement, the door switches were adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry door of the imaging system would not open. It was reported that after the imaging system had been parked outside of an operating room (or) for several hours prior and when attempting to open the doors, they could not be opened. It was noted that when attempting to manually open the doors, the door covers would slightly move, however high resistance was met when attempting to open the door any further. Or personnel noted that no mechanical force/impact had been made with the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
H3: the door cable slide was returned to the manufacturer for evaluation. Testing found that the guides for the slides was damaged and that the slide mounting holes were out of round. Additionally, the mounting screws were bent. The connecting rod was returned to the manufacturer for evaluation. Testing found that the rod was crooked with tool marking on it. The door switch assembly was returned to the manufacturer for analysis. The switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.